Event description:
The customer reported a broken screw. Screw head stripped off during procedure. There was a 20 minute delay while the screw head was removed.

Manufacturer narrative:
Correction: section d4 (lot #). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaint history, the most probable cause is overtightening of the screw under too high torque. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
The customer reported a broken screw. Screw head stripped off during procedure. There was a 20 minute delay while the screw head was removed.